Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The image issue was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The event can be detected/prevented by following the instructions for use which state: ¿[inspection of the endoscope] 2 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. (See figure 3.2) 3 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. (See figure 3.2) 6 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection¿, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 1 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection¿, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending rubber is dirty, and adhesive has a chip, insertion pipe is sticky, several scratches found throughout the device. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had cloudy tip, cut. During inspection and evaluation, foreign matter in bending section, hard tube, illumination lens, objective lens, distal end tip and the image was cloudy. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.